Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available.

Event description:
During troubleshooting of a check lines & bags alarm that appeared on the homechoice (hc) display during prime, the home patient (hp) revealed that he had only replaced the cassette after a previous check lines & bags alarm. The technical service representative (tsr) had advised hp to replace the entire setup. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the re-use of supplies, it was revealed that the issue was resolved, and he is aware now of changing out all supplies when changing setup. The hp stated that he is doing fine and continuing therapy without issues. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint was confirmed ; however, a cause was undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.